Event description:
It was reported that the device was overheating during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that the device was overheating during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event was not able to be duplicated by the service technician, as the device was seized. The same failures causing seizure can also cause or contribute to heat symptoms. Disassembly and visual inspection by the repair technician noted the rotor assembly was stuck in the motor. The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.